Event description:
The physician inserted the occlusion balloon wire into the pt and crossed the lesion site. The physician inflated the occlusion balloon and it ruptured unexpectedly resulting in a slight coronary wall aneurysm. The device was removed and the physician inserted a guide wire to complete the case without protection. The lesion was treated successfully with a stent. The pt is reported to be fine.